Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure (pressure wire evaluation of the rca) on (B)(6) 2010. Access was obtained via the right common femoral artery (cfa). Angiomax was given peri-procedure. A femoral angiogram taken post-procedure revealed what was reported as an insignificant amount of pvd. Following the procedure, mynx was chosen for femoral arterial closure. The radiology technician (rt) who deployed the device was trained and certified. It was reported that while in the holding area post procedure, the patient complained of extreme leg pain and a cold foot. The patient was taken back to the lab where a peripheral run off via the left femoral artery was performed. The run off revealed a filling defect in the right cfa which was believed to be mynx sealant. The physician attempted to remove the sealant via a 7f shuttle sheath. Approximately 90% of the sealant was removed through aspiration. The physician dosed intra-arterial nitro. The patient coded on the table and reportedly "nearly expired". The patient was intubated and revived. It was reported that the patient was transferred to cardiac ICU and was reportedly in stable condition. The patient remained hospitalized for other co-morbidities (unrelated to mynx procedure) and was discharged home on 06/30/10 without any further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was reported that a femoral angiogram taken pre-procedure revealed pvd. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.